Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that patient was having problem adjusting with programmer. The patient reported that "more water coming out faster and uncontrollably" and was noted as sudden. The patient indicated that they "might have" a fall or trauma. The patient report symptom change in (B)(6) 2015. The patient tried checking with the programmer but saw replace pp batteries screen. The patient noted not having new batteries during call. The patient's follow up appointment was on (B)(6) 2016. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. A follow-up report will be sent if additional information becomes available.